Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that high shock values were noted when it comes to this device. A review was sent to boston scientific technical services (ts) and engineering. A review of the data noted that the highest value measured for the shock impedances was out of range. Ts noted to continue to monitor the system as this is a single coil lead system which could run higher with the shock impedance values and there may be physiologic changes on the coil itself such as calcification. A possible high voltage integrity test was also discussed by ts. No adverse patient effects were reported. The system remains implanted.